Event description:
Dr implanted two threadlock transport devices. On both distractors, the threadlock plate had been implanted. Dr was attempting to make a bend in the distractor mesh plate prior to attaching it with screws when the mesh plate separated from the body. Dr went to the second distractor that was completely implanted to ensure that the distractor would activate. When the dr activated the distractor, the mesh separated. Both distractors were destroyed during removal process and were disposed of. Reference MDR # 9610905-2004-00018.